Manufacturer narrative:
A supplemental MDR is being submitted for the completion of the engineering evaluation. The following sections have been added: b4, g3, g6, h2, h6, h10, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for frame damage was empirically confirmed based on the information available to date. Available information suggests patient factors (calcification) and/or procedural factors (high push force) may have contributed to the event based on the reported information. In this case, the degree of calcification in the patient's access vessels was reportedly 'mild, moderate.' Additionally, as reported, 'the valve would not advance due to the resistance encountered,' suggesting that high push force may have been applied in an attempt to advance the crimped valve through the reportedly calcified anatomy. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. High push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information added to b5. The previously submitted investigation results and codes remain unchanged.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 ultra resilia valve in the aortic position, the valve got stuck in the delivery system just above the common femoral head and would not advance any further. It's noted that the 16f esheath+ was perforated by the valve frame while trying to advance it through the esheath+ as well. This caused a bent strut in the valve, and the valve wouldn't advance any further into the esheath+. The entire sheath, valve and delivery system were removed as one unit and another set of everything was prepped. The valve was implanted successfully with the new set. The devices were discarded and there were no vessel injuries. Additional information noted that the liner puncture occurred during insertion of the valve and delivery system into the esheath+. The damage was located at the "first white portion" of the sheath. There was no difficulty encountered during removal of the esheath+ or the delivery system through the esheath+. There was difficulty advancing the valve and delivery system through the esheath+. It was noted on fluoro that there was a bent strut and the valve had slightly exited the esheath+ wall. It's also noted the valve would not advance due to the resistance encountered.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 ultra resilia valve in the aortic position, during insertion of the valve and delivery system into the esheath+, the valve got stuck just above the common femoral head and was unable to advance any further. The 16f esheath+ was punctured due to this resistance at the strain relief by the valve frame while trying to advance it through the esheath+. This also caused a bent strut in the valve and made it so the valve wouldn't advance any further into the esheath+. The sheath, valve and delivery system were removed as one unit and another set of everything was prepped and used. The valve was implanted successfully with the new set. The devices were discarded and there were no patient injuries.